Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument generated an erroneously high magnesium (mg) result. The incorrect result was not reported out of the laboratory. The sample was repeated on another instrument in the lab and that results was reported. Customer indicated no other patient samples were affected. Customer also reported that a water leak occurred in the hydropneumatic area of the instrument at the same time the sample was run. The leak was not contained within the instrument and was approximately one liter. Quality control (qc) results for mg were within specifications, but qc results for digoxin, another cartridge chemistry, were out of specifications. Customer was not exposed to the material during cleanup and troubleshooting. Field service engineer (fse) inspected the instrument and found that the sample mixer wash line was removed and dispensing fluid inside instrument. Fse reattached the line, cleaned the area, and primed the instrument 20 times. Fse noted that the instrument worked properly. Qc was also acceptable. No further problems were reported.